Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been having low blood glucose events during insulin pump therapy. She reported a recent low blood glucose of 31 mg/dl, and another low blood glucose event between 45 mg/dl and 46 mg/dl. The patient treated with sweet tarts. Troubleshooting did not occur as the customer could not locate her insulin pump. No products were returned or replaced at this time.